Event description:
It was reported that auto mode switching (ams) episodes determined to be far r waves were observed on the atrial channel. Competitive atrial pacing was also observed. Programming changes were recommended. There were no reported patient consequences.

Event description:
New information received notes the patient presented at a clinic and programming changes were made to address the far r wave oversensing - auto mode switching (ams). There were no patient consequences.